Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient would wake up several times and get up 2-3 times at nighttime since a month after being implanted, (B)(6) 2016. It was indicated that it was not like this at the beginning. During the report, the patient could feel stimulation in the correct area, and increased from 1.3v to 1.5v. They stated that they would monitor the symptoms, increase if needed, and call the healthcare provider if the symptoms did not improve. It was later reported by the patient that they were having problems with waking up 3-4 times at night. They mentioned that when the device was first implanted, things were okay, but then it recently got worse. During the call, the patient stated that the therapy was on. It was noted that they were not able to increase stimulation any higher on their current program because it would be uncomfortable; at 1.5v they felt some discomfort. They had increased stimulation, and not seen any improvement in their symptoms. It was provided that the patient did not have an appointment scheduled with their healthcare provider for six months. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointe stinal/pelvic floor. On (B)(6) 2016, it was reported that, since (B)(6) 2016, it had not worked. They wanted to get walked through changing the program. Since they were walked through how to change programs in (B)(6) it was not working and wanted to change the program.